Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a cartridge alarm occurred on pump, which did not cause customer¿s blood glucose level to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge independently earlier in the day, successfully loaded new cartridge, and resumed insulin therapy, and issue was considered resolved, with no additional outcome information reported.